Manufacturer narrative:
Date of event is estimated. Patient's weight was not available. A patient had their system explanted due to a suspected infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported patient experienced shocking sensations, numbness, urinary retention (related manufacturer reference number: 3006705815-2024-04822), and infection which required emergency hospitalization. Patient's therapy was also ineffective. Surgical intervention was undertaken wherein the entire system was explanted to address the issues.